Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an under delivery alarm. Customer¿s blood glucose value was 394 mg/dl at the time incident. Customer¿s current blood glucose value was 371 mg/dl. Customer also stated that they experienced a low blood glucose and the customer ate banana and after that it¿s been going up. Customer also specified other relevant blood glucose and the blood glucose value was 256 mg/dl. Customer had a symptom like the whole body was tingling due to heat. Customer treated with pen for high blood glucose. Customer was alleging the insulin pump because the customer ate the carbohydrate and the value of the blood glucose was not getting down. The device will not return fort the analysis.

Manufacturer narrative:
The information on event description was incorrect with the initial report. The correct information has been provided with this report.

Event description:
Customer reported via phone call that the insulin pump under delivered insulin and experienced high blood glucose event. Customer¿s blood glucose value was 394 mg/dl at the time incident. Customer¿s current blood glucose value was 371 mg/dl. Customer also stated that they experienced a low blood glucose and treated with food and after that blood glucose reading went up to 256 mg/dl. Customer had a symptom like the whole body was tingling due to heat. Customer treated with pen for high blood glucose. Customer was alleging the insulin pump under delivered insulin because the blood glucose reading kept on going up while on insulin pump treatment. Troubleshooting was performed, there were no leaks or air bubbles. There were no site or insulin issues. Customer reported that the infusion set was crimped and not inserted. Customer was advised to change the infusion set. The device will be replaced and will not return for analysis.